Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had experienced a problem measuring rate sensing lead impedance. Over the last year the measurement (made by ICD diagnostics) had gradually decreased from 500 ohms to 100 ohms. An invasive procedure was performed and the physician elected to remove the ICD. No further information is available at this time. This report will be updated when further information becomes available.